Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. The tip of the device was damaged. Microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube. Microscopic examination revealed a complete separation at the collar/proximal shaft weld. The ptfe was completely pulled out of the collar. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 26april2016. It was reported that strong resistance occurred and the catheter was kink. The target lesion was located in the moderately tortuous and moderately calcified middle left anterior descending (lad) coronary artery. During a percutaneous coronary intervention (pci), it was noted that strong resistance was encountered when delivering the guidezilla¿ guide extension catheter into the coronary artery. When the guidezilla¿ guide extension catheter was removed from the patient, the device was kinked at the connecting part of the shaft and the monorail lumen. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is good. However, it was reported after product analysis that a complete separation at the collar/proximal area was observed in the device.